Manufacturer narrative:
The device was received. Investigation is not completed. During processing of this complaint, attempts were made to obtain complete event, pt and device information.

Event description:
Device malfunction: balloon rupture; time of malfunction: during the procedure; symptoms/ae: none. It was reported that a physician was performing brachial a/v fistula revasculazation for treatment of a stent within stent restenosis. Reportedly, the dilation balloon ruptured after being inflated at 16 atms for 2 mins. The physician believed that it was due to calcium deposits on the distal end of the stent. The device achieved the desired results, and it was removed as a complete unit through the guide catheter. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was available.